Event description:
Pt with umbilical venous catheter placed (along with umbilical arterial catheter) 5.0 double lumen for vascular access and administration of IV fluids including total parenteral nutrition. Distal tip in ductus venous by xray. Event on 6th day with extravasation of tpn solution into umbilical vein and into liver (by ultrasound). Probable perforation of intrahepatic vessel and leakage of fluid into peritoneal cavity. Catheter removed at laparoscopic surgery and described as stiff by surgeon. Effect of tpn and intralipid on catheter flexibility noted by observation after running fluids through catheter.